Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty x2 at interface board. Unable to perform self-test and displacement test due to full segment display. No audio/beep anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio error. Customer's blood glucose value was 176 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the display not working and insulin pump was beeping constantly. The device will be return for analysis.